Event description:
Occurred during a cardiac arrest resuscitation attempt. A zoll medical AED incorrectly identified a non shockable asystolic rhythm as shockable resulting in a shock being delivered when not indicated. A copy of the event recording is available for review.